Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 02/13/2015 with the following findings:during testing, no damage was found to the pump. The complaint was not duplicated.